Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl. The customer was treated for high blood glucose with manual injection. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to run the high pressure test to confirm pump can detect an occlusion. The customer is calling back for perform an high pressure test. The customer was assisted in performing high pressure test and test did not pass. The customer stated that she doesn't feel the piston moving can hear it clicking. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The no delivery alarm functioned properly. However, the insulin pump was received with cracked reservoir tube lip.